Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) hw34603 was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed slight decrease in estimated flows beginning on 17-oct-2021, followed by a sudden decrease in power consumption and estimated flows beginning on 22-oct-2021 leading to parameters below the normal operating range. Additionally, log files revealed a manual pump stop event with an associated pump start event logged on 23-oct-2021 at 23:05:33, followed by a return to baseline parameters was logged on 23-oct-2021. Fifteen (15) low flow alarms were recorded since 21-oct-2021. Information received from the site indicated that, in addition to the low flow event, an acoustic measurement showed a clearly irregular running noise of the rotor (three (3) harmonics present). Of note, it was reported by the site that the healthcare professional stopped the vad for a backwash maneuver procedure and revealed a pre-vad thrombosis, which corresponds with the observed manual pump stop and return to baseline parameters observed in the log files. The reported "vad change in sound" event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Based on the risk documentation, the reported "vad change in sound¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to h10 product event summary and device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed slight decrease in estimated flows beginning on 17-oct-2021, followed by a sudden decrease in power consumption and estimated flows beginning on 22-oct-2021 leading to parameters below the normal operating range. Additionally, log files revealed a manual pump stop event with an associated pump start event logged on 23-oct-2021 at 23:05:33, followed by a return to baseline parameters was logged on 23-oct-2021. Fifteen (15) low flow alarms were recorded since 21-oct-2021. Information received from the site indicated that, in addition to the low flow event, an acoustic measurement showed a clearly irregular running noise of the rotor (three (3) harmonics present). Of note, it was reported by the site that the healthcare professional stopped the vad for a backwash maneuver procedure and revealed a pre-vad thrombosis, which corresponds with the observed manual pump stop and return to baseline parameters observed in the log files. Additional information provided by the site indicated that the patient was admitted to the hospital with dyspnea and an abrupt drop of flow with an alarm. The reported "vad change in sound" event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Based on the risk documentation, the reported "vad change in sound¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b5 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the hospital with dyspnea and an abrupt drop of flow with an alarm.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added: 1- b2. Outcome attributed to adverse event: life threading and intervention 2- b5 for event description added more information for thrombus 3-h6 ime , imf codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transferred to another hospital for further treatment. After an acoustic measurement, which showed a clearly irregular running noise of the rotor (three (3) harmonics present), the healthcare professional stopped the vad for a backwash maneuver procedure and revealed a pre-vad thrombosis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ventricular assist device (vad) had a change in sound. It was further reported that the patient presented to the hospital with low flow alarms. The vad remains in use. No patient complications have been reported as a result of this event.